Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged on an insulin pump premature battery depletion. The customer reported no adverse event. The event involved product(s) mmt- 1892. Troubleshooting was not performed and the customer complained on insulin pump low/short battery lifetime. No harm requiring medical intervention was reported. Product return required for mmt- 1892.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 26.0 received the lowbatteryalert (104) on 03/19/2025 15:22:00 after more than 7 days at 13.31 days. Battery cycle 25.0 received the lowbatteryalert (104) on 03/06/2025 07:48:00 after more than 7 days at 13.35 days. Battery cycle 24.0 received the lowbatteryalert (104) on 02/20/2025 23:25:00 after more than 7 days at 13.21 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer alleged of low battery alarm or short battery life were not confirmed based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section d1/d2a/d2b - updated brand name and product code (model change from mmt-1892 to mmt-1882). 3. Section d4 - updated model number and catalog number (model change from mmt-1892 to mmt-1882) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1882. Mmt-1882 will be returned for analysis.